Manufacturer narrative:
Additional information was received that the conduction disturbances described were possibly related to the corevalve.

Event description:
Medtronic received information that three days post-valve-in-valve implant of this transcatheter bioprosthetic valve, after the temporary pacing wire was removed, an electrocardiogram (ECG) revealed left bundle branch block (lbbb). Five days post-implant complete atrio-ventricular (av) block occurred. The patient was treated medically. One week post-implant a permanent pacemaker was implanted. There was no allegation against the corevalve device or its function. The patient has a history of atrial fibrillation (afib).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: the patient had a history of atrial fibrillation prior to the corevalve implant procedure. In addition, conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).